Event description:
Hyperglycemia (400 to 500 mg/dl) [hyperglycaemia]. Pen doesn't inject accurate dose [device delivery system issue]. Pen sometimes stuck and the pen need force to inject [device mechanical issue]. Rust on the dose counter [device issue]. Dialling clicks to estimate the dose [wrong technique in product usage process]. Needle is left attached in the pen [product storage error]. Pen with the insulin is kept outside the fridge [product storage error]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "hyperglycemia (400 to 500 mg/dl) (hyperglycemia)" beginning on 2022, "pen doesn't inject accurate dose (inaccurate delivery by device)" with an unspecified onset date, "pen sometimes stuck and the pen need force to inject(device mechanical jam)" with an unspecified onset date, "rust on the dose counter (device issue)" with an unspecified onset date, "dialling clicks to estimate the dose (wrong technique in product usage process)" with an unspecified onset date, "needle is left attached in the pen (device stored with needle attached)" with an unspecified onset date, "pen with the insulin is kept outside the fridge (product storage error)" with an unspecified onset date, and concerned a 11 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart) (dose, frequency & route used- 4 or 5 iu depends on the daily glucose level, subcutaneous, regimen # 2 18 iu, qd (6u at breakfast, 6u at lunch and 6u at dinner), subcutaneous ongoing) from unknown start date and ongoing for "type 1 diabetes". Patient's weight: 32 kg; patient's height :130~140 cm; patient's bmi (body mass index) was not reported. Current condition: type 1 diabetes (started since 2 and half years). Historical drug: apidra. Concomitant products included - lantus(insulin glargine), betavit [thiamine hydrochloride](thiamine hydrochloride) ongoing. On an unspecified date of on 2022, patient suffered hyperglycemia since 1month (400 to 500 mg/dl) and ongoing. The patient suspects that the pen doesn't inject accurate dose so needle cap trial was done (as the patient said that the pen may not inject the full dose). So, he was asked to adjust the counter to 20u and inject the dose in the needle cap. The patient said that it flooded the mark. The pen was pressed hardly so pen training was offered, patient was asked to withdraw the pen fil and the needle and adjust the counter to 60 and press it, patient informed that the piston rod moved a little and , patient was asked to insert new pen fil and rotate the counter to 60 and press it, patient informed that the counter stopped at 60u. Patient was asked to rotate the counter to 0 and insert new needle and adjust the counter to 4u and press it, patient informed that the pen injected normally the patient mentioned that the pen sometimes stuck. It was reported that random glucose blood levels were 112 mg/dl at early night and 370 mg/dl at night. It was reported that when using the needle for the first time no hyperglycemia occurred and after using it multiple times the event appeared, and the needle was changed every day after using it for around 5 injections. The needle was left attached in the pen during school hours and in the home, the needle wasn't left attached to the pen, sometimes the pen need force to inject. The patient was using the dialling clicks to estimate the dose. It was also reported that there was no change in diet or exercise, the needle was attached to the pen by 180 degree, the pen with the insulin was kept outside the fridge in a good air place in the home but during school hours the pen is kept in ice box. It was reported that he may face a problem with the pen and there was a rust on the dose counter, and that maybe this rust was the problem for this event. Batch numbers: novopen 4: jvgt345. Novorapid penfill: asku, asku. Action taken to novopen 4 was reported as other. Action taken to novorapid penfill was reported as no change. The outcome for the event "hyperglycemia (400 to 500 mg/dl)(hyperglycemia)" was not yet recovered. The outcome for the event "pen doesn't inject accurate dose(inaccurate delivery by device)" was not reported. The outcome for the event "pen sometimes stuck and the pen need force to inject(device mechanical jam)" was not reported. The outcome for the event "rust on the dose counter(device issue)" was not reported. The outcome for the event "dialling clicks to estimate the dose(wrong technique in product usage process)" was not reported. The outcome for the event "needle is left attached in the pen(device stored with needle attached)" was not reported. The outcome for the event "pen with the insulin is kept outside the fridge(product storage error)" was not reported. Reporter comment: batch number of novorapid penfill : mr7cd54 is non valid. Betavit as vitamin b 12, start date: 2 and half years ago (ongoing occasionally sometimes she forgets to take it).

Event description:
Case description: investigational results: name: novopen® 4, batch number: jvgt345. The product was not returned for examination. Name: novorapid penfill 3 ml 100iu/ml, batch number: mr7cd54. No conclusion can be made without the sample or a valid batch number. The reported batch number was not valid. The product was not returned for examination. Since last submission, the case has been updated with the following: -investigation result updated. -annex b, c, d and g codes updated. -narrative updated accordingly. Final manufacturer's comment: 10-jan-2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. However, product handling error such as product storage error, dialling clicks to estimate the dose, needle is left attached in the pen, pen with the insulin is kept outside the fridge could affect the functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary: name: novopen 4, batch number: jvgt345. The product was not returned for examination.